Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-60609.

Event description:
The customer's mother reported via phone call that the customer is new on the insulin pump. Customer tried to do an infusion set change yesterday. Customer had no delivery alarms and found that the infusion set was bent when it was removed. Customer's blood glucose was over 600 mg/dl before they removed the set. Customer's blood glucose went from 430 mg/dl to 465 mg/dl and then from 470 mg/dl to over 600 mg/dl. Customer treated with a syringe. Customer removed the set and changed everything out. Customer's blood glucose was over 430 mg/dl at the time of the incident. Customer had a no delivery alarm during bolus. Customer reported that the alarm did not occur during manual prime. Customer reported that the event was resolved by doing a complete set change (infusion set and reservoir). Customer declined troubleshooting for bent cannulas at this time.